Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis of the lead demonstrated a rubbed through insulation in the region of the tricuspid valve. The finding can be considered to be the root cause of the oversensing mentioned in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Interaction between the lead body and the tricuspid valve should be taken into consideration. Further damages such as cuttings in the insulation resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific received information that the right ventricular lead exhibited intermittent noise and oversensing. Boston scientific technical services discussed that the signals looked non physiologic. Additional information obtained from a field representative indicated that the patient was checked and the clinic did not observe a repeat in the observation. Patient monitoring was then continued. No adverse patient effects were reported. Subsequent information received indicated that stored v-tachy episodes still showed extra discrete signals. All lead measurements were stable. T-wave oversensing was suspected. A local field representative reported that the clinic has elected to continue monitoring. The system remains in service. No adverse patient effects were reported.